Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, the patient was admitted to the hospital for treatment due to neurological dysfunction. The patient¿s inr was 2.0 and lactate dehydrogenase level was 600 u/l. The patient had no signs of hemolysis. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported neurological dysfunction could not be conclusively determined. The submitted system controller log file contained approximately 39 days of data, spanning from 15nov2017 to 14dec2017, and captured a single pump power elevation on 27nov2017 at 12:07. Pump parameters returned to the baseline range immediately after this event. A specific cause for this change in the pump parameters could not be conclusively determined. Neurological dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.